Event description:
Caller reported that the t:slim x2 pump battery would not charge, and the pump screen would not turn on, preventing confirmation of any alerts in the pump history. Initial attempts to charge the pump using the tandem charging cable and wall adapter for 30 consecutive minutes were unsuccessful. However, using a different wall adapter resolved the issue, and the pump began charging. There was an inability to determine if the pump's shutdown impacted the customer's blood glucose level as the caller declined to provide this information. Technical support advised the caller about resetting certain pump settings whenever the pump turns off and recommended monitoring the situation and calling back if the issue persists.